Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not sense that the door was closed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "did not sense closed door" was reproduced. A review of the event history log revealed "did not sense closed door". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a bent upper hook. The upper hook requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.